Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported unintended movement could not be determined. The reported positioning failure appears to be due to challenging patient anatomy. There is no indication of product quality issues with respect to manufacture, design or labeling.

Event description:
This is filed for unintended movement of the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient anatomy included a restricted posterior leaflet and a previous alfieri stitch. The clip delivery system (cds) and steerable guide catheter (sgc) were placed without issue. Attempts were made to grasp the leaflets; however, the clip, an ntr, was unable to grasp the posterior leaflet, due to the patient anatomy. The decision was made to remove the cds from the patient anatomy. During removal, the cds moved forward, with the clip exiting the clip introducer (ci). It was thought that the delivery catheter (dc) handle was not secured during removal, allowing the cds to move forward. It was thought that there was a possibility of damage to the hemostasis valve; therefore, the decision was made to not use either device. There was no adverse patient effect and no clinically significant delay. The procedure continued with use of a second sgc and an xtr clip delivery system. The xtr clip was successfully implanted and mr was reduced to grade 1-2. No additional information was provided.